Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup mode. Device replacement is anticipated, and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device was explanted and replaced to resolve the event. The patient was stable following the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Upon receipt, the device was interrogated on the programmer and was found to be in backup mode. A device image was obtained from the device and the device was decontaminated. A visual inspection was performed, and no anomalies were observed. The device image was reviewed, and there was a backup operation noted due to a power-on reset (por) observed. The data in the device image further showed that the device was in the middle of high voltage charging when the por occurred. The monthly and daily battery voltage trends were reviewed, and no anomalies were seen with either trend. Product analysis testing was performed, and the device passed all tests and no anomalies were reported. The reported field event of backup operation was confirmed in the lab and the cause of the backup operation was due to a por. The cause of the por remains undetermined.